Event description:
It was reported that the impedance alarm was triggered as the right ventricular lead's svc (superior vena cava) impedance was high. It was noted that repeated svc measurements varied. The physician suspected the coils to be fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed that there was high resistance/impedance. There was one patient alert for out of tolerance lead impedance on (B)(6) 2012 09:00:04. The programmer s2d data file (B)(4) shows one alert event for "svc defib lead impedance greater than 200 ohms on (B)(6) 2012 09:00:04.